Event description:
It was reported a foley catheter inserted on (B)(6) and the customer noticed wetness at balloon part of catheter that evening. In the morning, the catheter fell out when the customer was using washroom and the balloon was completely deflated. The customer was presented to homecare and a pinhole was noticed in catheter. Stated that there was an potential adverse outcome. Per follow-up information received from ibc on 06jun2023, stated that the client was 78 year old male. They received 8 weeks catheter changes due to ongoing urinary retention issues. There was no physical injury to client although they needed to travel to the home care office to have a catheter reinserted.

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The product was used for patient treatment. The used two-way red rubber coude foley catheter was returned without the original packaging. Visual evaluation: some residue was present on the shaft of the catheter. The balloon inflated concentrically with 10cc di water using a luer lock syringe, however, as the balloon was being inflated water could be seen spraying from a small pinhole under the inflation cap. After five minutes, only 9cc water returned to the syringe when passively deflated. Microscopic visual observation: the catheter was viewed at 30x magnification, and a hole/tear was confirmed to be present in the inflation funnel under the cap. A potential root cause for this failure mode could be ¿operator error¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 15cc balloon: use 20ml sterile water; 20cc balloon: use 25ml sterile water; 30cc balloon: use 35ml sterile water; 40cc balloon: use 45ml sterile water; 75cc balloon: use 80ml sterile water; do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported, a foley catheter inserted on (B)(6). And the customer noticed wetness at balloon part of catheter that evening. In the morning, the catheter fell out when the customer was using washroom and the balloon was completely deflated. The customer was presented to homecare, and a pinhole was noticed in catheter. Stated, that there was an potential adverse outcome.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.